Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the cap of her onetouch lancing device was missing. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that she lost the cap to the lancing device approximately 4 months prior to contacting lfs. The patient tests once a day and manages her diabetes with oral medication. As a result of the alleged issue, the patient claimed that she discontinued testing her blood glucose; however, continued to take her usual dose of oral medication. On an unspecified day in (B)(6), 2010, after she had lost the cap, the patient reported feeling sweaty and shaky. In response to the symptoms, the patient reported that she treated herself with food and drink and confirmed feeling better afterwards. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A pt's pump underwent motor stalls. The pump was later restarted, but then had stalled again. The pt was admitted to a hospital. Oral baclofen was administered, and the pt was indicated to be fine after that. The first stall occurred on (B)(6) 2010, with a motor stall recovery on (B)(6) 2010. The second stall occurred on (B)(6) 2010, however, no motor stall recovery was recorded. On (B)(6) 2010, a "stopped pump period may exceed tube set" was displayed. The pump was 6 months from a normal elective replacement indicator. The following medications were administered via the pump: compounded baclofen (2000 mcg/ml), and morphine (4 mg/ml). The pump was replaced and the pt was doing well. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.